Manufacturer narrative:
The lot no for the device was provided, therefore a lot history review was performed. The device was returned for evaluation. The investigation is confirmed for pebax peeling but unconfirmed for failure to insert guidewire. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code for the conquest pta dilatation catheter products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7564j pta balloon dilatation catheter allegedly experienced failure to insert guidewire and peeled. This information was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided.